Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost therapeutic effect. It was stated when the patient was on the trial he could stand on his feet for 18-20 minutes at a time, but since the actual implant he could only stand for 2-3 minutes at a time. It was also stated the 'stimulation seemed to be hitting the same spots as the trial but now he wasn't getting much relief.' Reportedly, on (B)(6) 2013 the patient caught his friend who was falling and 'immediately felt everything in his back pull' and since then he hadn't had relief. It was noted the patient thought he would recover on his own in a month or two but the device was still not working at the time of report.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).